Manufacturer narrative:
During the investigation, steps that could contribute to an infection were investigated. No issues were found in the guide, implant design or production steps. Everything was planned and designed according to the current work instructions.

Event description:
Mandible implants and screws removed due to infection.